Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's pressure fluctuated and the device failed a test step during testing. The device's blower motor, oxygen blending module manifold and interface board were replaced to address the issues.